Event description:
It was reported that the reservoir had occlusion. Customer stated she got no delivery alarm on the insulin pump during bolus delivery. Customer's blood glucose was 73 mg/dl. Customer stated that the alarm was resolved by a complete set change. Customer will return the reservoir and infusion set for analysis. Advised customer the infusion set and reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.